Event description:
The physician attempted to close the arteriotomy with a techstar xl6 fr device. Some problem with needle deployment was encountered. Backdown was not successful, and the pt was taken to surgery for removal of the device. It was also reported that someone in the cath lab had stuck their finger with a needle from the device.